Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. Image review: a lesion is visible in the rca, a guide wire is delivered through the lesion and it is then pre-dilated. A support wire is then delivered. An image shows a support wire positioned in a vessel branching off the rca possibly the conus artery. A stent is delivered to the vessel branching off the rca possibly the conus artery and it appears to have been removed again. It is not clear from the image if the stent has deformed. The next images show the guidewire and support wire have been removed. An image shows a stent delivered and deployed to vessel branching off the rca possibly the conus artery. The final contrast image shows the treated vessel branching off the rca. The lesion in the mid rca does not appear to have been treated. Cine images uploaded via CT-express by (B)(6) on (B)(6) 2019. Patient name: (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a non-calcified, moderately tortuous lesion exhibiting 95% stenosis located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to pass the lesion despite the use of multiple support wires. It was also reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using a non-medtronic stent. The patient was reported to be alive with no injury.